Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The dc power supply was replaced during service. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an x-ray button switch stuck error message. This message will likely result in a shut down situation and/or loss of fluoroscopy x-ray generation. There is no report of death or serious injury.